Event description:
It was reported that one day post implant, the right ventricular lead exhibited high capture thresholds and sensing anomaly. A chest x-ray revealed that the lead had dislodged. The lead was successfully repositioned. No patient symptoms were reported.

Manufacturer narrative:
.